Manufacturer narrative:
No audio beep alarm due to broken tranducer wire.

Event description:
Customer reported the audio tones were no longer functioning. Customer ran a self test and the insulin pump did not beep during the tone test. Nothing further reported.